Manufacturer narrative:
Correction on initial report b.3 & d.11: disregard (date of event & therapy date).

Event description:
It was reported that the device was giving channel error message. Although requested, additional information was not provided.

Event description:
It was reported that the device was giving channel error message. Although requested, additional information was not provided.

Manufacturer narrative:
Supplemental MDR to revise h6 device code for channel error to 1503-removed b3;revised b5**************************.************************************************************************************

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was giving channel error message. Although requested, additional information was not provided.